Event description:
It was reported the lower lcd screen was faulty. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was missing segments. It was also noted that the upper case was broken, the lower case was contaminated, the side bail covers and side bails were missing, and the ring cover was contaminated.